Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 24 feb 2025 from the home therapy nurse (htn) of a 62-year-old male patient approved for performing solo hemodialysis with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 25 feb 2025 from the home therapy nurse (htn) who stated the patient was found unresponsive. Emergency medical services (ems) was dialed and upon arrival, the patient was pronounced deceased. Per the htn, the cause of the event was due to their underlying cardiac and pulmonary issues, unrelated to nxstage therapy.